Manufacturer narrative:
The subject device was not returned for evaluation. Communication and follow ups are in progress. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, customer performed routine microbiological tests to random endoscopes and identified contamination in this endoscope in the aspiration channel. The aspiration channel tested positive with 28 colonies citrobacter, trofomonas. According to reporter, there have been no patients infected. There is no patient infection associated on this event reported. There was no patient harm, no user injury reported. This reported event includes 3 reports. (B)(4) model cf-q165l sn (B)(4) colonovideoscope : 28 colonies (citrobacter,trofomonas). (B)(4) model cf-q165l sn (B)(4) colonovideoscope : >5000 colonies (enetrococo, klebsiella, citrobacter, etc.). (B)(4) model gif-q165 sn (B)(4) gastrovideoscope : >5000 colonies (klebsiella, citrobacter). This report is for (B)(4) model cf-q165l sn (B)(4) colonovideoscope : 28 colonies (citrobacter,trofomonas).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is aniosyme jet plus. The steps performed in pre-cleaning are aspiration of water through the instrument / suction channel, flushing the air / water channel, and the auxiliary water channel. The brushed points were instrument / suction channel, suction cylinder, instrument channel port, distal end / areas around elevator. The device is manually processed with a nova clean brush. The manual disinfection was not performed. The model name of aer / ewd and chemicals used are as follows: model name: etd-3, etd-4. Detergent name: endedet. Disinfectant name: endodis. The endoscope was stored in an edc plus drying cabinet. The maintenance was performed by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the event was not confirmed, the relation between the event and the device could not be confirmed. The following is included in the device IFU: ¿warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.